Event description:
Arjo was informed about damaged side rail. There was no injury reported. According to the information provided, customer found the bed with the side rail completely detached.

Manufacturer narrative:
Device evaluation revealed that metal screws that hold the plastic panel and plate together were detached from the plastic part which caused the detachment of the side rail. The technician stated that damage to the side rail was clearly due to misuse. Instruction for use (IFU, 746-449) includes below warnings: "when the bed is operated, make sure that obstacles such as furniture do not restrict its movement." "Do not use the safety sides to lift or move the bed." Based on the technician statement, the most likely scenario is that side rail detachment was a result of usage error. To sum up, arjo device failed to meet it's specification. There was no indication of patient involvement. This complaint was assessed as reportable due to side rail detachment. The UDI number is not available as the device was manufactured before UDI implementation.